Event description:
A report was received that stated during an injection via a deltoid needle, the needle became detached from the syringe and remained in the pt. The nurse removed the detached needle from the pt. No needlestick took place. There was no pt or clinician injury.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.